Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-23485 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient did not believe their implants were working properly. They had a return of symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they didn't sit long enough for charging which lead to the ins's not working properly. The patient reported that the issue has since been resolved. No further patient complications have been reported as a result of this event.